Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, customer found the bumper on the floor. There was no injury reported. We decided to report the event based on the potential as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if upon the event occurrence the device was or was not being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The fall of the video bumper is due to an improper installation. Test cre 11-187 has been performed on the video bumper and the result mentions that 3 violent shocks applied on the bumper¿s wing can detach it. It specifies also that it cannot fall when video cables are passing through it. The installation manual includes instructions in order to install the bumper in the correct manner. Moreover, the user manual recommends checking the covers and caps during maintenance. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 22nd october, 2020, getinge became aware of an issue with one of surgical lights. As it was stated, customer found the bumper on the floor. There was no injury reported. We decided to report the event based on the potential as any parts falling off into sterile field, or during procedure may cause contamination.